Event description:
In 2009, abbott point of care was contacted by a customer who reported an I-stat crea cartridge yielded results that were matching the laboratory device, but different enough causing discrepancy with glomerular filtration rate (gfr) calculations. As stated by the customer, the differences were enough to affect pt care.